Manufacturer narrative:
(B)(4). Investigation summary ==> the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that tibial impactor broke in to two pieces while impacting tibia. Another impactor was used to finish impacting the tibia. It was noticed that the 2nd tibial impactor had a small crack in the top of it and needed to be replaced. It was also stated that they checked the femoral impactor and it also had a small crack going through the attachment area. The impactors have been in the sets for a while and sales representative guess that they have been used over 30 times.